Manufacturer narrative:
Due to character limitations: full event site name: (B)(6). Full event site address: (B)(6). Telephone:(B)(6). A getinge field service engineer (fse) inspected the unit and replaced the video generator board. Following the repair, the unit was tested and passed all functional and safety tests in accordance with factory specifications. The device was confirmed to be operating as intended and was returned to the customer.

Event description:
It was reported by customer that during a pre-use inspection, the cardiosave intra-aortic balloon pump(iabp) could not be started due to a continuous alarm during startup. The customer switched to other equipment. There was no patient involvement.